Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. It was also reported that there was high/unstable thresholds on the left ventricular (lv) lead. The lv lead was plugged into the new device but the device was programmed for right ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6949-65, defib lead, implanted: (B)(6) 2005; a 4194-78, non-defib lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. It was also reported that there was high/unstable thresholds on the left ventricular (lv) lead. The lv lead was plugged into the new device but the device was programmed for right ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.